Event description:
After iabp for 10 hrs, check "iab cath and gas loss" alarms sounded from the pump. Blood was noted in the catheter tubing and the iab was removed. Event complications: none from the event-reported 3/10/97. Pt's current status: unk-rpt'd 3/10/97.